Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and lack of oxygen. The cause of death was diabetic ketoacidosis. The caller stated that the customer had addison's disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was most likely wearing the insulin pump at the time of the paramedics visit. The customer was using sensors. The caller agreed to return the insulin pump for analysis but declined a pump upload.